Manufacturer narrative:
(B)(4) if implanted; give date: na/not applicable. If explanted; give date: na/not applicable. (B)(6) device evaluation: the complaint device was not returned for analysis. Visual inspection of retained product samples was performed and no visible defect were found on the package, cannula or solution. Functional test was performed for ph (potential of hydrogen), osmolality, viscosity, bacterial endotoxins, and protein content on the retained product samples. All functional testing results met product specification and no malfunction was noted.   Manufacturing record review for the complaint lot was performed and results were within specification. There is no related deviation or non-conformity report found during the manufacturing record review for this complaint. A search in the complaint database revealed that there is no similar complaint for the complaint lot. Based on the investigation results, the reported complaint was not confirmed.   All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after use of healon 5 during outpatient cataract surgery on (B)(6) 2016, the patient experienced postoperative endophthalmitis three (3) days post procedure on (B)(6) 2016 in the right eye. It is unknown if the patient required any treatment/intervention and if any cultures were done to confirm endophthalmitis. No further information was provided.